Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller on the bedside pca. The root cause for the shorted u13 microcontroller could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a patient's charger and reported that it would not charge a battery pack.